Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for bowed tubes was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of bowed tubes was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of bowed tubes. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends

Event description:
It was reported that while using bd vacutainer® k2e 10.8mg plus blood collection tubes, the customer found 6 bent tubes during testing. No patient impact reported.